Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had prime anomaly and drive support cap was loose and flush. The insulin pump had the set change the insulin drips out until it empties has changed the infusion set and reservoir sounds like tubing vent blockage. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will not be returned for analysis.